Event description:
It was reported that patient underwent elbow revision procedure in 2007. During the procedure, surgeon was unable to assemble screws of the discovery elbow condyle kit. Old components were reassembled and used to complete procedure.

Manufacturer narrative:
It was reported that device is available for evaluation. To date, device has not been received. If evaluated, a follow up report wil be provided. This report filed on december 10, 2007.